Event description:
After the iab was inserted, the wave forms were poor and blood was noted in the tubing. The pump shut down. An attempt was made to exchange the iab by placing a wire guide through it, but the wire wouldn't pass through the tip. The iab was removed under fluoroscopy, and replacement was not required. There were no pt complications.